Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.8 x 16 mm graftmaster stent was inserted to treat a perforation in the mid left circumflex coronary artery, but the graftmaster was unable to cross the vessel due to the tortuous anatomy. The undeployed graftmaster was removed from the anatomy and the procedure was completed. There were no other attempts to advance other devices. The patient was observed; however, hospitalization was not prolonged. No other treatment was given for the perforation. No additional information was provided.